Event description:
Weak power output during use with pulsar generator and plasmablade device despite increase in settings.

Event description:
Weak power output of plasmablade. Device was not performing as expected.

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in fair condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. To ensure that cut and coag delivery was not weak steps 5.6 and 5.12 of the final test (B)(4) were performed and the power measurements were within tolerance and the complaint could not be confirmed. Root cause: the unit does not exhibit low output power in the service department. (B)(4).

Manufacturer narrative:
(B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Results: product scheduled for return but not received by manufacturer for inspection. Conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.